Event description:
The manufacturer received information alleging a ventilator was alarming for circuit leakage. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor cable, sensor assembly, and inline filter need to be replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.